Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose around (B)(6) 1998 with blood glucose of 700 mg/dl at the time of the incident. The customer was flying to france and went through a metal detector. Her pump stopped working while on the flight, and she had to use manual injections and went to the hospital when she landed. The customer used manual injections and was put on intravenous insulin to treat. The customer experienced diabetic ketoacidosis. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump is no longer available. Customer has been hospitalized 10 times for lows and highs, but can only remember 5 hospitalizations. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2013 with blood glucose below 20 mg/dl at the time of the incident. The customer mentioned that she had gone to an amusement park and was active through the day and was eating and probably miscalculated the blood glucose level when bolusing. She went home went to bed and started having seizures and then her husband called the paramedics. She was given glucagon and then taken to the hospital. They got her blood glucose levels up, made sure everything was okay, and was sent home. The insulin pump will not be returned for analysis.